Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: correction: catalog number. The device was returned for evaluation. The reported inability to achieve arterial blood marking from the marker lumen of the device was not confirmed; analysis of the device indicated luminal marking was tested and met the manufacturing criteria. The reported resistance encountered during device insertion was not confirmed; analysis of the device indicated that the sheath was returned intact with hydrophilic coating present throughout the sheath surface, however, the vessel was reported to be mildly tortuous, which could have contributed to this event. The reported appearance of the suture not being in the correct place on the device was not confirmed; the returned condition of the device indicated that the sutures (white and green) were assembled appropriately. The reported appearance of the suture being loose, wavy, and pleated at the crimped ring was not confirmed; analysis of the device revealed that the sutures remained fully tucked at the crimped ring. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with the prostar xl device in the right common femoral artery (rcfa) prior to a transcatheter aortic valvuloplasty interventional procedure. A 6 fr sheath was used to access the vessel followed by a 12 fr sheath. The vessel was mildly tortuous and not calcified. Reportedly, the physician tried to introduce the system but resistance was felt. The prostar xl device got stuck at approximately 3 cm above the skin layer. Blood marking was not achieved because device insertion into the rcfa was not possible due to the resistance. Another physician attempted to insert the same prostar xl device into the rcfa, but was unsuccessful. After the failure attempts the physicians noticed that the prostar xl sutures appeared in the device in an incorrect place (in the place where blood marking should be visible/hub) and decided to remove the prostar xl. A second prostar xl was deployed without complications and the sutures set aside to perform the index procedure. During the tavi procedure the sheath was upsized to 18 fr. Hemostasis was achieved with the prostar xl sutures of the second device. There was no adverse patient effect and no clinically significant delay in the procedure. The physicians are reported to be trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the operator reported that when the device was with withdrawn from the patient anatomy it was noticed that the sutures were pleated/wavy. No additional information provided